Event description:
It was reported that the device was not working as intended. Two weeks later, the patient underwent surgical intervention to replace the device. A crack was found in the pump connecting tube, so the pump and cylinders were replaced. There were no patient complications reported.

Event description:
It was reported that the device was not working as intended. Two weeks later, the patient underwent surgical intervention to replace the device. A crack was found in the pump connecting tube, so the pump and cylinders were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic inspection of both cylinders found wear at folds in the proximal, middle, and distal parts of the cylinder body. Both cylinders passed the leak test. The pump was microscopically inspected and found the kink resistant tubing (krt) was worn to the filament and the outer layer of the pump bulb was worn against the pump strain relief krt junction. The reservoir also passed the leak test. Based on the information, the reported observations were unable to be confirmed.